Event description:
It was reported that the patient experienced t-wave oversensing on the right ventricular lead. The oversensing resulted in anti tachycardia pacing therapy to be delivered inappropriately. Reprogramming the sensitivity of the lead was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.